Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the ipg dislodged after the tether was cut on the delivery system. Post removal of the delivery system, one last look under x-ray showed that the ipg was moving and it appeared that at least one of the tines was engaged in the septum. Retesting of the numbers showed that there was not a good connection to the tissue. Using a snare, the ipg was explanted and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.